Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose after an interventional procedure. Reportedly, post cardiac cath procedure, pain was felt and not able to sit normally and frequently wake up because of pain (bending my right leg at the hip and at the knee at the same time causes something to tense, aggravating the pain, this is difficult to avoid when asleep). Various pain medications have been used over the last two years, none have worked. A nerve conduction test was completed and found the femoral nerve was damaged when the starclose clip was inserted after the angiography. As the name of the physician was not provided, it is unknown if the physician is trained in the use of the starclose device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence - event occurred in (B)(6) 2010. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.